Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up after hospitalization for heart failure exacerbation, chest x-ray and device interrogation showed that the lv lead was dislodged. There were no electrical anomalies. The patient symptoms were improved. Programming changes were made. The lead was not revised and the patient was put on ace inhibitor. The patient will continue to be monitored.